Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported the patient is recharging all the time. Patient also told the rep his implant battery depletes while recharging despite excellent connection. He stated, for some reason, that he has to lock his screen after he makes changes for those changes to stick. No troubleshooting could occur since the rep was not with the patient at the time of the call. It was reviewed with the rep to find out what the patient was doing at the time of the patient saw this screen as rep didn't have any further information at time of call. Rep reviewed that patient is very difficult to read, very demanding patient for the office and is very hard to get accurate information from. Will be meeting patient on (B)(6) 2017 at healthcare provider (hcp) office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-jan-05. It was reported that the patient was not having recharge issues and it was believed that the recharge ¿issues¿ were due to user error based on what the patient told the rep. The patient was satisfied with his pain relief. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that patient was able to solve their charging "issues" and was happy. The rep was unable to determine what problems he was experiencing. Adaptive stimulation was set up and the patient was thrilled with that. At this time, there seems to be no problems. No further information was reported.